Manufacturer narrative:
Correction- the summary report designation is incorrect, the report is not a summary report. Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report, because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. A photo of the lot number was not provided. Our evaluation of the photos provided by the customer of the product said to be involved confirmed the report. The photos show damaged coating near the distal tip of the device, and the core wire is exposed. Without markings visible at the distal end, it is difficult to estimate the exact location of the damage. It cannot be determined if any sections of the coating are missing based on the photos. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the photos provided by the user show damaged coating near the distal tip of the device. We could not conduct a complete investigation however because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report, because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. A photo of the lot number was not provided. Our evaluation of the photos provided by the customer of the product said to be involved confirmed the report. The photos show damaged coating near the distal tip of the device, and the core wire is exposed. Without markings visible at the distal end, it is difficult to estimate the exact location of the damage. It cannot be determined if any sections of the coating are missing based on the photos. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the photos provided by the user show damaged coating near the distal tip of the device. We could not conduct a complete investigation however because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician prepared a cook acrobat® 2 calibrated tip wire guide. The wire guide was unpacked an flushed with water, it was then noticed the coating on the wire tip was peeling off. Another of the same product was used to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.